Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (no power) issue. The reporter stated there was no damage or moisture to the pump and no damage to the battery cap. The reporter confirmed the battery cap secured to the pump per the instructions for use. The power issue is reportedly occurring during or immediately after a battery change and new batteries for different packs do not power up the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: during investigation, there was no damage found to the battery cap or to the battery compartment. The battery cap attached securely to the pump.the pump powered on with auditory and vibration features indicating there was power to the pump, however, the display screen was blank. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was cracked. Evaluation revealed that the eeprom component had failed, causing the blank display. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.